Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited inappropriate atrial tachycardia response (atr) episodes due to far-field oversensing. Technical services provided reprogramming recommendations. This device remains in service. No adverse patient effects were reported.